Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient felt bemused at home and was admitted to the hospital. A cranial CT scan showed subarachnoid bleeding. Prior to the event, the patient¿s inr was in therapeutic range. It was reported that the lvad system was working as expected during the event. The patient is now being closely monitored in the intensive care unit. No further information was provided.

Manufacturer narrative:
Additional information. The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported subarachnoid bleeding could not be conclusively determined. Bleeding, stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was doing fine in the rehabilitation center and would be discharged to home during the first week of (B)(6) 2018. No further information was provided.